Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the device was defective and did not work. A second proglide was used with the same results. How hemostasis was achieved was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis indicated that a posterior needle to cuff miss occurred. As evidenced by the return of the complete suture loaded in the device with the posterior needle tip loose. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.